Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead showed high and out of range pacing impedance values (>3000 ohms). Lead breakage was suspected. The lead was capped and a new lead was implanted.